Manufacturer narrative:
Device evaluated by manufacturer, no: on-site service not needed, and customer declined to provide information for an evaluation. On-site service not needed.

Event description:
On (B)(6), customer reported that the dxc 600i instrument generated a non-reproducible false positive accutni result. Customer declined to provide any supporting data for this event; therefore, worst case scenario will be assumed that the erroneously elevated accutni result was above the ami cut-off. Customer stated that upon repeat testing, the laboratory obtained a result within the normal reference range for accutni. Customer stated the initially erroneously elevated accutni result was not reported outside of the laboratory, so there was no impact on patient treatment as a result. Customer stated that a "proactive procedure" has been implemented in the laboratory to verify unexpected results prior to reporting results outside the laboratory; thereby preventing potential risk to patient safety. The customer did not provide information indicating an increase in occurrence or an instrument malfunction. No sample information was provided. An attempt to obtain any further information regarding this event was declined by the customer. The cause of this event is unknown and could not be determined using the supplied information.